Event description:
It was reported to the MFR by the facility, (B)(6), per the facility physical therapy and a nurse were getting the resident out of bed. The residents leg got caught in the separated plastic of the rail and cut her leg. The resident was sent to the hospital due to heavy bleeding. The resident sustained a laceration to the lower right leg and required 6 stitches. Complaint # (B)(4) have been entered into our system to retrieve the rail for investigation at joerns. As of this writing, the rail has not been returned to joerns.